Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire on the fenestrated bipolar forceps instrument was identified as being broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.